Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure the existing cuff was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the physician suspected that the tubing needed to be revised leading to the procedure. The suspicion was due to patient complaining of discomfort. There were no device malfunctions associated with the explanted aus. The patient did not experience any adverse events and was said to have a positive outcome following the surgery. No more information available at the moment. Should additional information become available, it will be provided.